Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the fuses were replaced, and the power module was operating on just the backup battery. The unit was removed from use.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the power module operating on the backup battery was confirmed with the returned power module (serial # (B)(6)). The unit was connected to the ac power outlet and the fuses became damage. The issue was isolated to the power supply board subassembly, which was replaced and resolved the issue. The power supply board subassembly was received by products performance engineering group for further evaluation. Electrical measurement of the circuitry confirmed there is a shorted condition, which would have resulted in the fuses to be damaged. Of note, visual inspection revealed what appears to be corrosion on the circuit board, which potentially may be related. Further evaluation could not be performed. A root cause that led to the damaged power supply board subassembly could not be determined through this evaluation. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 2 instructions for use (IFU) and heartmate 3 IFU have details on the proper use of the power module. If the power module does not function properly, contact the company's technical service department for assistance. In section 3 of both manuals, powering the system, describes all audible and visual alarms. This includes red battery and red battery/yellow wrench alarms. Red battery alarm: this indicates less than 5 minutes of power module backup battery power remain. Red battery/yellow wrench alarm: this indicate the power module backup battery is not functioning properly or it is not installed. Also, in this section describes how to set up the power module before use. To set up the power module, perform these tasks: install the power module backup battery. Connect the power cord. Connect the power module patient cable. Also, steps to ¿installing the power module backup battery¿ describes how to connect or disconnect for when the power module is not in use. In section f of both manuals, safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.